Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic for an implant procedure. During the procedure, when the physician began suturing down the left ventricle lead to the fascia, the suture sleeve on the lead broke. The suture sleeve was replaced during the same procedure on (B)(6) 2021. Patient was stable.